Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis laboratory (pal). The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. An external and internal visual inspection was performed and revealed no problems. The volumetric accuracy evaluation was performed and the device failed the first test with original piston foam, passed the second test with pal test article # hc pal 150 installed and failed the third test with original piston foam reinstalled to the piston. The device then passed temperature verification. The crt was used to pressurize the pneumatic system. The crt revealed leak in vsl and vsr chamber. The cover was opened and inspection performed on the transducer tubing revealed the vsl and vsr tubing were damaged. An inspection was performed on the door and piston. This revealed the piston foam was disintegrated. The rite failure and additional issue of failing accuracy confirmation test were related. The cause was determined to be piston foams disintegrated. The device was determined to not meet specifications. All transducer tubing and piston foam would be swapped. The device would be sent to service area for servicing. (B)(4). If additional information is received, a follow-up will be submitted.